Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the longevity displayed for the subject ICD seems too short (less than 3 years), with lv output at 5v and 2.0ms, 80% of atrial pacing and 100% of ventricular pacing at 400 ohms.

Event description:
Reportedly, the longevity displayed for the subject ICD seems too short (less than 3 years), with lv output at 5v and 2.0ms, 80% of atrial pacing and 100% of ventricular pacing at 400 ohms.

Manufacturer narrative:
Preliminary analysis results showed that normal battery depletion occurred.

Event description:
Reportedly, the longevity displayed for the subject ICD seems too short (less than 3 years), with lv output at 5v and 2.0ms, 80% of atrial pacing and 100% of ventricular pacing at 400 ohms.